Event description:
It was reported that the patient had a driveline fault alarm. The modular cable and controller were exchanged and the alarms resolved. Related MFR: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pcb damage the reported event of driveline fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days (08jun2022 ¿ 10jun2022, 01jan2000 per timestamp). Events occurring on 01jan2000 took place in the testing labs at abbott and occurred when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Driveline power fault alarms coincident with power a broken faults were active on 10jun2022 from 19:27:22 ¿ 19:43:10 and did not clear. The driveline was disconnected on 10jun2022 at 19:42:41 and the controller was shut off at 19:43:10. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and did not pass due to driveline power faults. During further investigation, the controller underwent circuit analysis and the power a line was found to be fluctuating and during the investigation. The wires from the bulkhead assembly to the main printed circuit board (pcb) were removed. When, the wires were removed, the inductor (l54) along the power a line fell off the pcb due to poor solder. A new inductor was soldered onto the controller and the alarms were resolved. The root cause of the reported event was unable to be conclusively determined through this investigation; however, a soldering issue may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.